Event description:
It was reported that the insulin pump had scratches on the screen. The customer's blood glucose was 50 mg/dl. The customer had treated for her low blood glucose. She stated the scratches on the insulin pump were there out of the box and the customer was still able to read the screen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.